Manufacturer narrative:
Additional narrative: investigation summary. Investigation flow: damage. Visual inspection: the depth gauge for 2.0mm and 2.4mm screws (p/n: 319.006, lot number: unknown) was received at us cq. Upon visual inspection, the needle component is severely bent, and the device is missing the protection sleeve and body components. Device failure/defect identified? Yes document/specification review: no design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the needle component is bent and the protection sleeve and body components are missing. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date that the depth gauge was severely broken and missing piece. It has missing protective top. There was no known patient or hospital involvement. This complaint involves one (1) device. This is 1 of 1 for report (B)(4).